Event description:
It is reported by the patient's attorney that in 1999, he underwent fixation of his left femur fracture using a zms intramedullary nail. Post op, in 2005, the nail was discovered to have fractured. On two days later, a revision surgery was performed, where the nail was removed and replaced.

Manufacturer narrative:
Eval summary: zms nail is fractured towards the distal end due to fatigue. The condition at which this fracture occurred is unk and there are no x-rays and patient's information available for a detailed analysis. The nail was implanted in the patient for about 6 yrs and continued load bearing on the femur may have led to this fatigue. Eval: device history records indicate device manufactured to specification. Scanning electron microscopy analysis of the fracture surface showed fatigue striations indicating that fracture occurred by fatigue. Energy dispersive spectroscopy analysis of the im nail material showed fe, cr, ni, and mo elemental peaks.